Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported the ins was replaced on (B)(6) 2018 due to normal battery depletion. The issue was with the left ins. The caller reported an out of regulation (oor) message on the patient programmer. The caller stated the patient was checking the ins when they saw the oor. The caller stated the patient had not been around any emi. During the call the patient turned off the patient programmer (pp) and turned it back on and re-synced but the issue remained. The caller indicated the impedances were the same before and after the ins replacement and that some were high. The caller indicated this was already documented in the physician's notes from 2017. Impedances were: monopolar pairs contact 0 is 13,900 contact 1 is over 40k bipolar pairs 1-2 over 40k 1-3 over 40k 0-1 over 40k 0-2 over 13k 0-3 over 13k the caller stated the patient was programmed on c-1 at 3.8v, 60 pw, 145 rate. The caller could not troubleshoot due to lack of access to the product. It was suggested the caller meet with the patient to check impedances and obtain impedances in different ranges of motion to see if any low impedances were seen. No symptoms or complications were reported or anticipated. For previous high impedance issue, see pe# (B)(4).

Manufacturer narrative:
D11: section d information references the main component of the system. Other relevant device(s) are: product ID: 7482a51, serial# (B)(6), implanted: (B)(6) 2008, explanted: (B)(6) 2020, product type: extension. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting the cause of the high impedance is unknown. The new neurosurgeon took over patients care as patient was originally implanted at a different hospital. The patient and family stated they "never had good therapy". The patient's sc on the right side was replaced 2 months ago to the percept pc. After speaking with the patient and family, they decided to go in and fix the right side because of the impedance issues. The left side was opened, unhooked the extension from the lead, tested impedances, the lead was clear of issues at that point, and the surgeon decided to remove the extension and battery on the left side. They connected a new extension to the left lead and tunneled across the chest to insert in the percept device. The left sc was explanted on (B)(6) 2020. The surgeon thought it would be useful at this point for the patient to have access to brainsense. The explanted devices were discarded and the high impedances were resolved.

Event description:
Additional information was received from a manufacturer representative (rep) reporting the patient had a single cell (sc) on the left and a percept on the right. There was an impedance issue on the left, so at a case today, they tunneled the left side over to the percept and connected the extension to the bottom port of the percept battery. The sc impedances were "high" for c/1 and 13.3k for c/0. The bipoles for 0 and 1 were all high in 12000ohms range. The patient had this high impedance for a while.

Manufacturer narrative:
H6. The codes have been updated to reflect the most current coding. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep via the hcp stating the cause of the oor and high impedances was not determined. It was reported the patient was following up with the physician (B)(6). It was unknown if the issue had been resolved.